Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was implanted. Post operatively, the patient experienced pain in her lower abdomen. The surgeon opines that it could possibly be an impinged nerve from the bard tacks used in surgery and pain management therapy was recommended. The patient states that she has extensive adhesions and the mesh has not absorbed. She sates that she is not a candidate for surgery.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.